Event description:
It was reported that during a follow up, ventricular oversensing was observed. It is suspected that an abandon lead may be in contact with the new implanted lead. The lead was repositioned and the issue was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.